Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 540 mg/dl. Customer had symptom such as thirsty. Customer was treated with manual injection. It was unknown whether the customer was using auto mode at the time of reported event. Customer stated that the insulin pump had insulin flow block alarm. Customer was assisted with troubleshooting and insulin was exited. Customer stated that the cannula was not bent. The insulin pump will be returned for analysis.